Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 40 mg/dl back to back with a result below 80 mg/dl on the compact system when testing was performed within 10 minutes. Reporter stated the customer was given 5 glucose tablets right before the 40 mg/dl result was obtained and he had to treat himself again after he obtained it. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.